Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
The customer reported the unit did not alarm correctly for patient occlusion. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 31may2020. B4: 01jun2020. It is unknown if the device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported. Multiple attempts were made to obtain additional information on the event and for repair/service of the device that have been unsuccessful. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.